Event description:
Pt reported when attempting to administer yesterday, the pump gave a long beep and would not work. Home health rn attempted to troubleshoot and pump gave error that it needs to be returned for maintenance. Pt had backup dial-a-flo and was able to infuse via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 10mg. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.